Event description:
It was reported that the cath lab materials manager stated in person to the clinical support specialist (css) at 1257 est on (B)(6) 2013 last night during an emergent insertion, the doctor was unable to insert the sheath in the kit. The css also spoke to the cath lab scrub technician on the procedure. The doctor prefers the wire reinforced sheath so they attempted this first. They did pre-dilate and then loaded the sheath dilator assembly onto the wire. When unable to insert, they attempted the ptpe sheath in the kit and were unable to insert it as well. The doctor attempted a minimal incision to dilate the area, still unable to insert. As a result, the doctor then used a 9f terumo sheath and inserted the iab-840c (lot #kf3014946) via femoral without issues. There was a "minimal delay" according to the scrub tech. No other issues with the procedure. The sheaths did appear frayed at the tips after the attempts were made, but nothing was noted prior to insertion. The scrub tech stated that there did not appear to be tortuosity; however, the patient did also have crd (chronic renal disease) and pvd (peripheral vascular disease). They did not keep the sheaths for return post procedure. There were no pump strips generated, no x-rays performed and no alarms that occurred. There was no report of patient death, complication or injury. No medical/surgical intervention was required. The patient outcome is the patient is being supported successfully on iabp therapy.

Manufacturer narrative:
(B)(4). Sample will not be returend for evaluation.